Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user stated that the cable was broken. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit. The cable had been kinked. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon might have occurred because the image processing function did not work properly due to the camera cable breakage and the ccd unit failure. If additional information is received, this report will be supplemented.